Event description:
Related manufacturer reference number: 2017865-2023-94366. It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right ventricular (rv) lead and the right atrial (ra) lead had low impedance measurement. The physician attempted to to reposition the rv lead and ra lead to attain the impedance measurement but was unsuccessful. The ra lead and rv lead were both removed and replaced on (B)(6) 2023. The patient had no adverse consequences.

Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.